Manufacturer narrative:
The alleged event was not confirmed. Review of DHR, labelling, CAPA database and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. The reported event could not be confirmed. The alleged non-release of the tissue protection sleeve could not be reproduced. The function of the returned instruments was given in all aspects. Summarizing found facts the cause of the event was originated in inappropriate handling. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause.

Event description:
It was reported that during a proximal humeral nail procedure on the patient's left side, the targeter would not release the soft tissue sleeve. The incisions were extended and three people were needed to back the construct out enough to remove the targeter. Surgery was completed successfully with a delay of approximately 30 minutes.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.

Event description:
It was reported that during a proximal humeral nail procedure on the patient's left side, the targeter would not release the soft tissue sleeve. The incisions were extended and three people were needed to back the construct out enough to remove the targeter. Surgery was completed successfully with a delay of approximately 30 minutes.